Event description:
This complaint is from a literature source. The following literature cite has been reviewed: nagoya s, okazaki s, tateda k, kosukegawa I, kanaizumi a, yamashita t. Successful reimplantation surgery after extraction of well-fixed cementless stems by femoral longitudinal split procedure. Arthroplast today. 2020 mar 3;6(1):123-128. Doi: 10.1016/j.artd.2020.01.004. Pmid: 32211488; pmcid: pmc7083742. Objective and methods: well-fixed cementless stems sometimes need to be extracted in patients with complications including periprosthetic infection, stem-neck breakage, or trunnionosis. The purpose of this study was to report the clinical outcome in patients undergoing reimplantation surgery after removal of a well-fixed porous-coated cementless stem by the femoral longitudinal split (fls) procedure. The study was conducted on the revision stems, which were all competitor products. This complaint will capture the events associated with the primary stems, as some of there were depuy products. This complaint will capture all events potentially associated with the depuy devices. Results associated with known competitor implants will be excluded. The femoral heads utilized with the stems are unknown. It is reasonable to assume that a depuy femoral head was paired with the depuy stem, though this is not confirmed. The acetabular components utilized in this study are unknown. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: 13 depuy aml stems, 1 depuy replica stem. 14 unk cocr femoral heads. Adverse event(s) and provided interventions possibly associated with depuy devices: the authors do not provide information to determine the device manufacturer associated with each reason for revision. Both depuy stems and competitor stems were revised. As such, each patient harm and/or product defect will be captured with a quantity of 1. Reasons for revision: trunnionosis captured as foreign body reaction, infection, dislocation, trunnion fracture, stem migration.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.